Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 2:13 am for diabetic ketoacidosis with a high blood glucose level of 935 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer stated that they will call back to provide more information about the incident that led to the hospitalization. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.